Event description:
It was reported that the external pulse generator (epg) was used for a patient with an intrinsic pulse and oversensing was found. The patient cable was returned, however, it could not be repaired and was returned to the hospital. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the cable was fractured by the positive side around the connector, however, it cannot be confirmed that the oversensing was caused by the fracture of the cable. (B)(4).